Manufacturer narrative:
Continuation of d10: product ID: a810, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) was getting service code 338 in the synchromed application during a pump refills. The cause of the event was unknown. Action: ¿adaptive battery", "put unused apps to sleep", and "auto disable unused apps" were turned off in settings all apps were up to date informed rep that issue is being investigated informed rep to have account close out of the apps when they are done using it rep restarted tablet informed rep to call back for replacement if error messages appears more frequently.¿ outcome: the issue was resolved.